Manufacturer narrative:
This device is not expected to be returned at this time. However, analysis is not required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to patient infection. This device system was explanted and has not been replaced. No additional adverse patient effects were reported.